Event description:
Boston scientific crm received information that this patient underwent an eye procedure which utilized a data scope monitor. The patient was found to have pacemaker mediated tachycardia (pmt) at a rate of 130. A magnet was placed on the device and an appropriate magnet response was obtained and asynchronous pacing was provided. Upon arrival of a boston scientific sales representative, the device was pacing at the maximum sensor rate (msr) and the minute ventilation (mv) feature was turned on. It is suspected that the device was oversensing a signal from the external datascope that was used during the patient's eye procedure which resulted in the high rate pacing. There were no adverse patient effects other than the patient was aware of the high heart rate.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the interaction between the mv sensor and the external monitoring equipment which resulted in the observed pacing at the msr. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.